Event description:
It was reported that the patients ipg had to be charged more often and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.